Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and confirmed the customer's reported issue. The fsr calibrated all transducers and it passed. The fsr performed the operation verification procedure and the ventilator passed all tests and met manufacturer's specification. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" while on the patient. The customer reported that the ventilator was changed so no harm or injury to the patient.